Event description:
Upon insertion of the nail once it was fully seated, the insertion screw of the insertion handle fractured leaving a small portion of the bone left behind in the proximal aspect of the nail. Attempts to retrieve were unsuccessful. The piece remains screwed into the end of the nail. No immediate harm was anticipated to the patient.